Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported error was confirmed during evaluation. This error indicates that the device detected a problem with its internal firmware during a self-test, preventing it from verifying that the software was functioning correctly. To resolve the issue, the firmware was reloaded. No emerging trend based on similar reports

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.